Manufacturer narrative:
S/w version 2.9d. Retainer ring = clear. Pump case = ngp. Customer returned pump for an alleged unresponsive keypad observed on 10-nov-2021. The pump passed the displacement test and self test. All buttons function properly. Pump was cut open to perform visual inspection and found dried insulin in the motor slide, a corroded home switch, and moisture damage on the motor and the force sensor. No moisture or physical damage on the electronic assembly and the keypad assembly. The j1 connector on pcba 1 was locked properly during visual inspection. Pump passed the keypad voltage test. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, cracked retainer, battery tube threads - cracked, cracked case - corner of belt clip rails, cracked case (battery tube). Keypad/buttons functioned properly during analysis and passed all required testing. Unresponsive keypad was not confirmed. Pump exposed to moisture confirmed on the motor and the force sensor. Damaged retainer ring confirmed during analysis. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that operation of the button was bad. No harm requiring medical intervention was reported. The device will not be returned for analysis.